Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator and another manufacturer's lead exhibited oversensing on the atrial channel. This device was also noted to have exhibited high out of range pace impedance measurements. Programming options were discussed and the device remains in service. No adverse patient effects were reported.